Event description:
While adjusting the table height, the power cord going to the product on the table top (humphrey automatic refractor/keratometer) was cut by the moving table. The cord had been coiled around the table. The power cord shorted out and some sparks were emitted which contacted the technician, causing minor pain. The instrument shut off.

Manufacturer narrative:
The power cord affected was returned to carl zeiss meditec for evaluation. A replacement power cord was sent to the customer.